Manufacturer narrative:
Based on the completed investigation, the noisy image was due to damage on the charged coupled device. The root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed a noisy image. There was no patient involved.